Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, insulation damage was noted on the left ventricular (lv) lead. The electrical parameters were stable and in range. The lead was repaired with a sleeve and medical adhesive. The patient was stable following the procedure.